Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: a device history record review was completed for material number 306595 and lot number 0014505. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and four photos were received for evaluation by our quality team. The physical sample came with no flow wrap packaging. A visual inspection was performed under a 10x magnifier lens. The tip cap has fine black particles, like dust. Inside the barrel no foreign matter was observed. In the four photos provided the syringe is shown and the tip cap with the black dust like particles. The molding and the tip cap-barrel assembly processes are completed in clean rooms. The areas were inspected and are clean. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that syringe 10ml saline fill china sp contained foreign matter. The following information was provided by the initial reporter: "when the prefilled catheter flusher (10ml) was opened for using, some black powder particles were found on the white cone-head cap and the thread of the syringe."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml saline fill (B)(4) sp contained foreign matter. The following information was provided by the initial reporter: "when the prefilled catheter flusher (10 ml) was opened for using, some black powder particles were found on the white cone-head cap and the thread of the syringe."